Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensing had decreased. X-ray was performed and showed the lead had dislodged. Repositioning was not successful so a new lead was implanted with good measurements. The patient was feeling well before and after the procedure.